Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the tissue bag and the cord loop. Engineering observed that the actuator was broken, and the supports were detached from the returned unit. Applied medical is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. A tissue bag that is unable to be removed from the actuator is not considered to be reportable as it is unlikely to cause or contribute to death or serious injury. The event is being reported due to the supports that had detached from returned unit when the actuator was intentionally broken.

Event description:
Name of procedure being performed: lap chole. Detailed description of event: rep was present for the case. When the surgeon was pulling out the bag and was releasing the black tether. The inzii seemed to be stuck so the surgeon broke the inzii at the plastic triangle where the handle and prongs meet in order to get it out of the patient. Once the handle was broken he was able to use his hands to remove the bag. The specimen remained contained within the bag. The metal prongs were not partially or fully expose. Nothing was exposed within the patient. There was no patient injury. The device is available for return. Photo provided. Additional information received via email on (B)(6) 2020 from applied medical account manager associate: "nothing was exposed inside the patient, it was all external outside of the patient/trocar. After removing the black cord from the hook, the surgeon could not remove the instrument in order for the bag to be the only item left in the trocar/body. In order to remove it, he broke the device where the sliding handle and triangular portion meet (all outside of the patient). When he did this, those internal metal prongs came out. The metal that you normally see when deploying the bag was fine." Patient status: no patient injury. Type of intervention: surgeon was able to use his hands to remove the bag.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: lap chole. Detailed description of event: rep was present for the case. When the surgeon was pulling out the bag and was releasing the black tether. The inzii seemed to be stuck so the surgeon broke the inzii at the plastic triangle where the handle and prongs meet in order to get it out of the patient. Once the handle was broken he was able to use his hands to remove the bag. The specimen remained contained within the bag. The metal prongs were not partially or fully expose. Nothing was exposed within the patient. There was no patient injury. The device is available for return. Photo provided. Additional information received via email on 30jan2020 from applied medical account manager associate: "nothing was exposed inside the patient, it was all external outside of the patient/trocar. After removing the black cord from the hook, the surgeon could not remove the instrument in order for the bag to be the only item left in the trocar/body. In order to remove it, he broke the device where the sliding handle and triangular portion meet (all outside of the patient). When he did this, those internal metal prongs came out. The metal that you normally see when deploying the bag was fine." Patient status: no patient injury. Type of intervention: surgeon was able to use his hands to remove the bag.